Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter error occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of a unknown transmitter error is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.